Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette in one of the pumps had been observed to run out earlier than expected. The pump had given a one-hour alarm or alert indicating a cassette change, but the cassette had already been completely emptied. The patient had confirmed that the other pump had not been affected, and that the problematic pump had infused properly except for depleting early. The infusion had been continuous. The set flow rate and volume delivered had remained unknown. The event had been resolved. There was patient involvement and no patient harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. Od